Event description:
Patient reported left side implant exchange with no complaint against device. Healthcare professional reported left side rupture. Healthcare professional reported left side capsular contracture baker grade iii/IV and additional event of ¿rupture¿ diagnosed during explant surgery. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: no observations are performed for the complaint as the event is no complaint against the device . Additional observations: observed one opening on the posterior side assessed as unidentified surgical damage and missing side assessed as inconclusive. Wear abrasion observed on the device. Crease fold observed on the device. No further actions are required as the device was implanted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/ IV.